Manufacturer narrative:
The customer reported having trouble seeing the "art-line" on the patient's bedside monitor (bsm). According to the customer, they can only see the art line when they select the waveform; they can see the waveform on the central nurse's station (cns). There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported having trouble seeing the "art-line" on the patient's bedside monitor (bsm). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported having trouble seeing the "art-line" on the patient's bedside monitor (bsm). They could only see the art line when selecting the waveform, but they were able to see the waveform at the central nurse's station (cns). No patient harm or injury was reported. Investigation summary: due to the age of the complaint, additional information is unlikely to be made available. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal similar complaints. Possible causes of not seeing the art line may be related to improper cable connection or incorrect labelling of the cable on the monitor. Attempt # 1: 05/19/2022 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 05/26/2022 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3 06/02/2022 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: cns: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: ni.

Event description:
The customer reported having trouble seeing the "art-line" on the patient's bedside monitor (bsm). There was no patient injury reported.

Manufacturer narrative:
UDI related data quality updates corrected information: d1 brand name: corrected the brand name from bsm-6501a to life scope tr. D4 additional device information / model #: corrected the model # from bsm-6501a to mu-651ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the pi information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a. Additional information: b4 data of this report. G6 type of report. H2 if follow up, what type?.

Event description:
The customer reported having trouble seeing the "art-line" on the patient's bedside monitor (bsm). There was no patient injury reported.